Manufacturer narrative:
(B)(4).

Event description:
New information received states low lead impedance was observed on the right ventricular lead before it was capped. Noise was duplicated from isometrics arm movements. Clavicle crush was suspected as the cause of the electrical anomalies. The patient condition was stable after lead replacement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was capped and replaced due to insulation anomaly. No further information is available.